Event description:
It was reported that during a procedure errors 211, 202 and 111 occurred. The system was restarted but the errors could not be cleared. A second fiber was connected with the same results. The procedure was not completed due to this event. There was no patient harm.

Event description:
It was reported that during a procedure errors 211, 202 and 111 occurred. The system was restarted but the errors could not be cleared. A second fiber was connected with the same results. The procedure was not completed due to this event. There was no patient harm.

Manufacturer narrative:
The laser console was investigated and repaired in the field. The reported error codes were confirmed. The resonator was replaced and the issue was resolved. The system was tested and verified to function according to manufacturer's specifications. An investigation conclusion code of cause traced to component failure was assigned to this investigation. The issue was most likely due to an electrical failure within the resonator. Issues with the resonator can trigger additional error codes.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. The laser console was investigated and evaluation suspected the resonator was the issue. In addition, the service repair found that the diode was damage due to an over voltage condition, the lbo (lens) on ram side was burnt and water fittings for the diode were leaking. The resonator along with the lbo (lens) on ram side, and desiccant packs were replaced. The system was tested and verified to function according to manufacturer specifications, the reported issue was resolved. Based on the observed onsite console evaluation and repairs, and evaluation conclusion code of cause traced to component failure was assigned to this investigation. The system was tested and verified to function according to manufacturer's specifications.

Event description:
It was reported that during a procedure errors 211, 202 and 111 occurred. The system was restarted but the errors could not be cleared. A second fiber was connected with the same results. The procedure was not completed due to this event. There was no patient harm.